Manufacturer narrative:
Based on the claim against the product by the customer noting a calibration issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and reported failure was confirmed. The instrument was found to have high drivetrain friction homing failure based on log review and during in-house testing. The instrument was placed on an in-house system and failed during initialization. Unable to inspect the I-beam channel for lodged staple due to the I-beam being stuck. The root cause could not be determined. Additional observation not reported by site that is not related to the customer reported complaint: 1. Signs of corrosion on the instrument bearing. Bearing found at the proximal end of the main tube exhibits orange discoloration. Corroded metal shavings were found stuck to the magnet. Engineering review: the instrument was re-tested in-house and failed to initialize on multiple attempts. The I-beam would not move forward when the bevel gear in the backend was rotated. The instrument I-beam was jammed. Further inspection revealed multiple staples lodged in front of and behind the I-beam. Staples were unable to be removed from the I-beam path while fully assembled. Stapler wrist assembly was partially disassembled and qty 3 staples were removed. Once removed, the I-beam was able to be extended and retracted. No sleeve damage was observed. The stapler was unable to be re-installed for system testing, due to the disassembly. Evidence suggests high friction homing failures were related to the jammed I-beam, caused by the lodged staples ¿ likely from a prior staple line. The complaint regarding calibration issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler could not be calibrated correctly. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.